Event description:
Practice nurse reported a pt had a reaction on (B)(6) 2013 to the product. No additional info provided about the reaction.

Manufacturer narrative:
Based on the info provided this event is deemed serious injury. A return sample for eval is not expected. No additional pt/event details have been provided to date. Should additional info becomes available a f/u report will be submitted.